Event description:
Per the clinic, the patient experienced a loss of osseointegration (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.